Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing diagnosis procedure was performed when the issue happened. The procedure was completed as planned. A philips filed service engineer inspected the device onsite and confirmed the reported issue. After reviewing the log, fse confirm the reported malfunction. Upon troubleshooting, fse found the adu failure caused the l3 fuse in the miu power supply to blow, limiting x-ray output to a low dose. To resolve the problem, fse replaced the adu and the relevant fuse and return the part for further analysis and adu is electrically defective. After replacement of adu and fuse, the system was confirmed to be operating normally. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully completed on same as planned. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating low load only was available, impacting imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.